Event description:
The customer reported that while in patient use the ventilator gave a transducer fault with alarms. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
The carefusion failure analysis engineer examined the main pcba coldfire and found that the zero "0" calibration of the exhalation pressure transducer pt801 failed to calibrate. Pcba was installed into a known good vela test vent and calibration was performed per ts, basic ventilator assy vela diamond. Also, found exhalation differential transducer pt802 failures in the events log. Duplicated, exhl pressure transducer failed at 0 cmh20, complaint allegation. This issue is being addressed by an internal corrective action.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer on the return goods authorization.